Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimates intermittently. Reportedly, the insulin gauge displayed an inaccurate fill estimate value of 15 units and the customer was able to withdraw 40 units of insulin from the cartridge. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.